Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a heart transplant on (B)(6) 2024. During the transplant the patient experienced a left ventricular assist device (lvad) fault. No log files were obtained. The pump was turned off during transplant as directed by surgeon.

Manufacturer narrative:
Section a: dob corrected. Section b7: etiology corrected. Manufacturer's investigation conclusion: review of the retrieved log files from the returned system controller, hsc-127167, confirmed an lvad internal fault alarm; however, a specific cause for the fault could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 15¿ from the pump header. The remainder of the pump cable, approximately 10¿ in length, was also returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The controller event log file retrieved from hsc-127167 captured a left ventricular assist device (lvad) fault alarm on (B)(6) 2024. The fault was resolved with power cycling. The file also captured multiple low flow alarms, which appeared consistent with the reported heart transplant procedure. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, the IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.